Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. A pairing test was performed and it passed. The bin file data was analyzed and hsow nothing related to the customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.